Manufacturer narrative:
Additional, changed, and/or corrected data: b6, e1, e3, g2.

Event description:
Physician reported left side "textured to smooth exchange" and "capsular contracture, baker grade iii". Later healthcare professional reported "rupture", "hyperintense lesion", "painful contracture" and "capsular contracture baker grade ii". The device was explanted, replaced and will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported left side "textured to smooth exchange" and "capsular contracture, baker grade iii". Later healthcare professional reported "rupture", "hyperintense lesion", "painful contracture" and "capsular contracture baker grade ii". The device was explanted, replaced and will not be returned.